Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: during a procedure surgeon was trying to insert a dhs/dcs screw, and inadvertently used the wrong screwdriver. The screw was damaged and the plate would not fit over the shaft of the screw. Surgeon removed and replaced the screw and completed the procedure with no harm to the pt. This is 1 of 2 reports.

Manufacturer narrative:
The mfg documents were reviewed and no complaint related issues were found. The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.

Manufacturer narrative:
Our investigation has shown that the positioning groove of the screw has been widened up due to inadequate handling. The groove is expanded and damaged and therefore, the plate does not pass the slotted end of the dhs, dcs screw. No product fault could be found.